Event description:
Customer reported "experiencing symptoms of low blood sugar due to a malfunctioning" of his freestyle flash blood glucose meter. He reported the following symptoms: "lost consciousness, tired and lack of energy." The customer did not report third-party medical intervention or the use of medications to counteract the event.

Manufacturer narrative:
The complaint is under investigation and a follow-up report will be filled once the investigation is completed.